Event description:
It was reported during procedure the coil protruded through the aneurysm into the parent vessel. A stent and an additional coil were placed to correct the coil protrusion. There was no consequences or impact to the patient as a result of this issue.

Event description:
It was reported during procedure the coil protruded through the aneurysm into the parent vessel. A stent and an additional coil were placed to correct the coil protrusion. There was no consequences or impact to the patient as a result of this issue.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not returned for analysis as it was implanted. From the information provided there is no indication the device was used against instructions for use. Based on the investigation and the information provided, the most probable root cause for the coil protrusion is operational context.

Manufacturer narrative:
(B)(4): device remains implanted.